Event description:
The customer reported that the procedure performed was cystoscopy and the event occurred during the setup of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that no image occurred due to communication failure caused by bent video connector terminal.. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found there was no image when shaking the video connector due to bent video connector pins. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had no image. The issue was found during an unknown procedure. There were no reports of patient harm.